Event description:
It was reported when reviewing patient episodes, noise was present consistent with an emi source. It was further reported that the lead was fractured, and oversensing, noise, and high impedance were also noted. The lead was capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported when reviewing patient episodes, noise was present consistent with an emi source.the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 14 short v-v interval counts (sic) were recorded between (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The 14 short v-v interval counts (sic) were recorded between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported when reviewing patient episodes, noise was present consistent with an emi source. The lead remains in use. No patient complications were reported as a result of this event.